Event description:
When using the valve holder to modify the 29 mm masters series valve orientation, one of the valve leaflets detached. The valve was removed and the threads were withdrawn. Another valve was implanted. The time under extracorporal circulation and clamp time were delayed and the procedure time was prolonged due to this event. Patient identifier, age, weight and gender are protected under local privacy laws, and therefore are not recorded.

Manufacturer narrative:
The reported event of a "detached" leaflet was confirmed. One leaflet had displaced and lodged into the recessed pivot area of the other leaflet, with no evidence of material defect in the carbon. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, it is consistent with some external force applied to the valve which overstressed the carbon material.